Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. The root cause is unknown but most likely was attributed to significant force being applied to the device during use. A search of the complaint database found no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a sub-intimal [si] approach to a chronic total occlusion [cto] procedure, the catheter tip detached within the patient's iliac artery upon removal to exchange for a hydrophilic catheter. The physician was able to successfully snare the device from the patient.